Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced hyperglycemia due to an occlusion on (B)(6) 2026. The hyperglycemia persisted for more then four hours, which was treated with a manual injection. No further information available.